Manufacturer narrative:
The reported event was addressed with phone support. The customer confirmed they swapped endoscopes to resolve the issue. During subsequent procedures no issues occurred while using a different endoscope. The customer will call back if issue comes back the next time the reported scope is used. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation. The probable root cause cannot be determined based on the information provided and phone support details. The customer confirmed they swapped endoscopes to resolve the issue. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report a 30-degree endoscope auto flipped. The procedure was completed with no reported injury.